Event description:
T was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to the device had lost and was losing fluid nearly 10 years after implant. Replaced old device with new device. Procedure successful